Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having existing incisions near her left breast and neck area and a drainage cord. The patient reported the garment was rubbing against the incisions causing an irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient carried the monitor in different positions and used a clear bandage over the incision. The patient's doctor assisted with adjusting a drainage tube and the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having existing incisions near her left breast and neck area and a drainage cord. The patient reported the garment was rubbing against the incisions causing an irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient carried the monitor in different positions and used a clear bandage over the incision. The patient's doctor assisted with adjusting a drainage tube and the irritation improved.